Manufacturer narrative:
Suspect device received on (B)(6) 2022. Device evaluation completed on (B)(6) 2022: the product was returned to mentor for evaluation. Mentor conducted a visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that the clinical gel sltx 275cc breast implant had an area of siltex cracking on the posterior view. Leak testing was performed, according with mentor procedure, and it revealed a tear within the siltex cracking, measuring approximately less than 0.1 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: rupture. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 50-year-old caucasian female who underwent an unspecified breast surgery with a mentor memorygel, 275cc silicone breast implant experienced bilateral symptomatic rupture, and left sided implant side fluid accumulation post procedure. The issue was diagnosed through ultrasound examination. The report indicated that the patient had a complete rupture on the left side, the right side there was free silicone but the site of the leak could not be identified. As a result patient underwent bilateral replacements as follow: l/ cat#: smpb-340, sn#: (B)(4), and r/ cat#: smpb-340, sn#: (B)(4) on (B)(6) 2022.this report relates to the right prosthesis.